Manufacturer narrative:
The impella lp2.5 was discarded subsequent to use, preventing any evaluation of the suspect impella lp2.5. The automatic impella controller data logs were also not returned for analysis. In conclusion, a root cause was unable to be determined because product and data were not returned, although there is no indication that the impella lp2.5 caused or contributed to the cerebrovascular accident. Contrary to the instructions for use of this product, heparin was not added to the purge solution. In addition there were multiple exchanges during patient care that may have contributed to the event.

Event description:
The complainant reported that a (B)(6) male patient was found to have stents that were poorly opposed to the arterial wall. As a result the patient was transferred to another facility, and was administered tpa prior to transport. Following transport the patient's stents were under-dilated and an nc balloon was used to expand the stents. The patient's motor skills were tested in the cath lab, but the patient gave inappropriate verbal responses. In addition, an in-stent thrombus was noted. Heparin given in cath lab, the patient's act was 382. There was no heparin added to the purge or systemic in unit due to the patient's high act. Three CT's were performed within a few hours, and only the last CT showed a bleed. The patient was then transferred out to another facility. Patient impella support continued, and the pump was still supporting the patient when care was withdrawn by the family, and the patient expired.